Event description:
The patient underwent valve replacement with this sjm epic valve in 2010 (date unknown). The valve was explanted and replaced with a 27mm sjm epic valve. A leaflet tear was noted at explant. No additional information is available.